Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion spontaneous ("miscarriage") in a (B)(6) female patient who had essure inserted for female sterilisation and the occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (((B)(6) 1997; (B)(6) 2005; (B)(6) 2012)). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 3 years 9 months after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2017, the patient experienced bacterial vaginosis ("infection (bacterial vaginosis)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstrual bleeding") and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, infection, menstrual disorder, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abortion spontaneous, bacterial vaginosis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: abnormal bleeding (vaginal, menorrhagia), abortion spontaneous, bacterial vaginosis, dysmenorrhea, incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion spontaneous ("miscarriage") in a 35-year-old female patient who had essure inserted for female sterilisation and . The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (((B)(6) 1997; (B)(6) 2005; (B)(6) 2012)). The patient denies any nausea, vomiting , fevers, chills, hematemesis , melena, hematochezia, dysuria, or vaginal bleeding. Concurrent conditions included lower abdominal pain. Concomitant products included lithium since (B)(6) 2017, oxcarbazepine since (B)(6) 2017 and risperidone since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("infection (bacterial vaginosis)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric roblems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, 3 years 9 months after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding") and dyspareunia ("pinful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the ectopic pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, dysmenorrhoea, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-nov-2018: quality safety evaluation of product technical complaints. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration ofessure device location of device: embedded in myometrial wall"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device expulsion ("migration ofessure device location of device: embedded in myometrial wall"), ruptured ectopic pregnancy ("acute abdomen ruptured ectopic pregnancy ln right cornua") and abortion spontaneous ("miscarriage") in a 33-year-old female patient who had essure (batch no. A22177) inserted for female sterilisation and . The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (((B)(6) 1997; (B)(6) 2005; (B)(6) 2012)), uterine dilation and curettage, loop electrosurgical excision procedure, colposcopy, cholecystectomy on (B)(6) 2016, abortion, asthma, anogenital warts, carpal tunnel syndrome, colposcopy and mood swings. The patient denies any nausea, vomiting , fevers, chills, hematemesis , melena, hematochezia, dysuria, or vaginal bleeding. Concurrent conditions included lower abdominal pain, cervical dysplasia, endocervical curettage, abdominal pain, nausea, pelvic adhesions, venereal disease nos, chest pain, dysfunctional uterine bleeding, costochondritis, racing thoughts, chronic insomnia, loss of energy, swelling nos, cholecystitis, anemia, obesity and ovarian cyst. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin) from (B)(6) 2012 to (B)(6) 2017, lithium since (B)(6) 2017, metronidazole, naproxen sodium (aleve) from (B)(6) 2012 to (B)(6) 2017, norethisterone (norethindrone), oxcarbazepine since (B)(6) 2017 and risperidone since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"), 7 months 1 day after insertion of essure. On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstrual disorder ("menstrual bleeding"), bacterial vaginosis ("infection (bacterial vaginosis)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric roblems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), pain in extremity ("leg pain"), back pain ("lower back pain") and headache ("headaches"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, ectopic pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menstrual disorder, menorrhagia, dyspareunia, bacterial vaginosis, dysmenorrhoea, depression, anxiety, vaginal infection, pain in extremity, back pain and headache had resolved and the ruptured ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for device expulsion and ruptured ectopic pregnancy with essure. The reporter considered abortion spontaneous, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, headache, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012. 3 coils on the left 5 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: essure device was successfully occluded; in (B)(6) 2013: result-total bilateral occlusion. Doctor said that everything was fine with the procedure.((B)(6)2013). Ultrasound scan vagina - on (B)(6) 2015: result:physicians report showed ectopic pregnancy.; on (B)(6) 2017: impressions: small uterine calcifications possibly representing fibroid masses.. Concerning injuries reported in this case the following ones were described in patient medical records: partial expulsion of device and ruptured ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received: reporters were added. Lot no. Was added. Concomitant conditions & drugs were added. Lab test was added. Event acute abdomen ruptured ectopic pregnancy ln right cornua and partial expulsion of device were added from medical record. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilization and. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), infection ("infections"), menstrual disorder ("menstrual bleeding") and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, infection, menstrual disorder and dyspareunia outcome was unknown. The reporter considered dyspareunia, ectopic pregnancy with contraceptive device, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration ofessure device location of device: embedded in myometrial wall"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device expulsion ("migration ofessure device location of device: embedded in myometrial wall") and ruptured ectopic pregnancy ("acute abdomen ruptured ectopic pregnancy ln right cornua") in a 33-year-old female patient who had essure (batch no. A22177) inserted for female sterilisation and . The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (((B)(6) 1997; (B)(6) 2005; (B)(6) 2012)), uterine dilation and curettage, loop electrosurgical excision procedure, colposcopy, cholecystectomy on (B)(6) 2016, abortion, asthma, anogenital warts, carpal tunnel syndrome, colposcopy and mood swings. The patient denies any nausea, vomiting , fevers, chills, hematemesis , melena, hematochezia, dysuria, or vaginal bleeding. Concurrent conditions included lower abdominal pain, cervical dysplasia, endocervical curettage, abdominal pain, nausea, pelvic adhesions, venereal disease nos, chest pain, dysfunctional uterine bleeding, costochondritis, racing thoughts, chronic insomnia, loss of energy, swelling nos, cholecystitis, anemia, obesity and ovarian cyst. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin) from (B)(6) 2012 to (B)(6) 2017, lithium since (B)(6) 2017, metronidazole, naproxen sodium (aleve) from (B)(6) 2012 to (B)(6) 2017, norethisterone (norethindrone), oxcarbazepine since (B)(6) 2017 and risperidone since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"), 7 months 1 day after insertion of essure. On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstrual disorder ("menstrual bleeding"), bacterial vaginosis ("infection (bacterial vaginosis)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric roblems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), pain in extremity ("leg pain"), back pain ("lower back pain") and headache ("headaches"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menstrual disorder, menorrhagia, dyspareunia, bacterial vaginosis, dysmenorrhoea, depression, anxiety, vaginal infection, pain in extremity, back pain and headache had resolved and the ruptured ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for device expulsion and ruptured ectopic pregnancy with essure. The reporter considered anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, headache, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012. 3 coils on the left 5 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: essure device was successfully occluded; in (B)(6) 2013: result-total bilateral occlusion. Doctor said that everything was fine with the procedure.((B)(6) 2013).. Ultrasound scan vagina - on (B)(6) 2015: result:physicians report showed ectopic pregnancy.; on (B)(6) 2017: impressions: small uterine calcifications possibly representing fibroid masses.. Concerning injuries reported in this case the following ones were described in patient medical records: partial expulsion of device and ruptured ectopic pregnancy quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Event abortion spontaneous was deleted because it was captured in another pregnancy case. Pregnancy outcome changed from spontaneous abortion to not applicable. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion spontaneous ("miscarriage") and embedded device ("migration ofessure device location of device: embedded in myometrial wall") in a 35-year-old female patient who had essure inserted for female sterilisation and . The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (((B)(6) 1997; (B)(6) 2005; (B)(6) 2012)), uterine dilation and curettage, loop electrosurgical excision procedure, colposcopy and cholecystectomy on (B)(6) 2016. The patient denies any nausea, vomiting , fevers, chills, hematemesis , melena,hematochezia, dysuria, or vaginal bleeding. Concurrent conditions included lower abdominal pain. Concomitant products included ibuprofen (motrin) from (B)(6) 2012 to (B)(6) 2017, lithium since (B)(6) 2017, naproxen sodium (aleve) from (B)(6) 2012 to (B)(6) 2017, oxcarbazepine since (B)(6) 2017 and risperidone since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("infection (bacterial vaginosis)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), dyspareunia ("painful intercourse"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), pain in extremity ("leg pain"), back pain ("lower back pain") and headache ("headaches"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, abortion spontaneous, embedded device, pelvic pain, vaginal haemorrhage, menstrual disorder, menorrhagia, dyspareunia, bacterial vaginosis, dysmenorrhoea, depression, anxiety, vaginal infection, pain in extremity, back pain and headache had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, headache, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: pfs and medical record received: new reporter added, events : migration of essure device location of device: embedded in myometrial wall, infection (bladder/ urinary tract/vaginal) type: vaginal, leg pain, lower back pain, headache were added, concomitant drugs, surgical histories were added and event outcome recovered / resolved were added for events. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion spontaneous ("miscarriage") in a 35-year-old female patient who had essure inserted for female sterilisation and . The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (((B)(6) 1997; (B)(6) 2005; (B)(6) 2012)). The patient denies any nausea, vomiting , fevers, chills, hematemesis , melena, hematochezia, dysuria, or vaginal bleeding. Concurrent conditions included lower abdominal pain. Concomitant products included lithium since (B)(6) 2017, oxcarbazepine since (B)(6) 2017 and risperidone since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("infection (bacterial vaginosis)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric roblems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, 3 years 9 months after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding") and dyspareunia ("pinful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the ectopic pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, dysmenorrhoea, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received: added new events : psychological or psychiatric problems condition: depression and mental anguish, updated event onsent dates and added concomitant medications. Event infection is deleted and clubbed with event bacterial vaginosis. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.